Event description:
Customer reported a possible check valve failure. No specific pt or event details are available. There was no report of pt harm and no medical intervention was reported.

Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for eval.